Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had a sensor issue with pump. There was no harm reported to the patient.

Event description:
N/a

Manufacturer narrative:
Additional contact information: (B)(4). A getinge field service engineer (fse) had called with the customer over the phone and it was being determined that the user did not use the proper "blood pressure trunk cable". The wrong cable caused a false "trainer connected" message. Fse had advised sales support to assist customer with ordering the proper trunk cable.